Event description:
It was reported that the vns patient began experiencing syncope in 2012. The patient was admitted to the hospital for fainting on (B)(6) 2014 and was given fluids. The patient was referred by her cardiologist to have her device programmed off. The device was not tested before it was programmed off. It was reported that the patient did not have an underlying cardiac condition prior to vns. Attempts for additional relevant information were made but have been unsuccessful to date.